Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed pinholes/holes at the pouch and the holes were seemingly caused by handling of the customer during the opening. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch # gkx301, MFR date 09/2013, exp. Date 07/2018; batch # hlx323, MFR date 10/2014, exp. Date 07/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, before opening the product, the nurse held the packet up to the light to inspect it and saw pinholes in the packaging material. Another like suture was used to complete the procedure. There were no adverse consequences reported. Additional information has been requested.